Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited high cature threshold measurements. The lv lead was then removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Correction: upon review, the left ventricular (lv) lead with manufacturer report 2017865-2023-40832 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction.